Event description:
According to the info received, the valve was explanted due to thrombosis. Another st. Jude medical mechanical heart valve (model 21a-101, s/n unk) was then implanted. It was also reported the pt was not taking anticogulants prescribed. No additional was received.

Event description:
The valve was explanted due to thrombosis and replaced with another sjm 21a-101. It was reported the patient was not taking anticoagulants as prescribed. Additional information has been requested.